Event description:
A surgeon reports that a patient is experiencing loss of temporal vision following intraocular lens implant surgery. No other details have been provided. Additional has been requested.